Manufacturer narrative:
The event occurred on unspecified dates over the last three (3) years. Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets had patient line (pull ring) caps that ¿would fall off¿. This was observed during setup for peritoneal dialysis therapy. It was further reported that the cap would fall off when the line was moved to the patient line holder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.